Event description:
It was reported that after wearing the pod, the site was irritated ad itchy. The patient visited the doctor's office and was prescribed an anti irritation balm (name unspecified) to treat the affected area. No other information was provided on this event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.